Manufacturer narrative:
A ge service representative evaluated the system and replaced the image intensifier power supply. The system operates as intended.

Event description:
The customer reported the system will not produce images. No patient injury was reported.